Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa)/ popliteal artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the physician completed one pass using the cat6, then removed the cat6. When the nurse removed the aspiration tubing to flush the cat6, the hub of the cat6 fell off; therefore, the cat6 was not used for the remainder of the procedure. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.